Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief for four months after the initial procedure before reporting left side radicular pain. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant using chisels. The explant void was not filled with bone graft or new hardware. No other preexisting implants were adjusted or removed. The patient's pain symptoms have partially resolved one week after the revision procedure.